Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Neck fracture happened and revision surgery was done. The explants (cup, head) will not be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).